Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# j0428046v, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. (B)(4) pertains to both ipg ((B)(4)) and tined lead ((B)(4)). (B)(4) pertains to ipg ((B)(4)). (B)(4) pertains to tined lead ((B)(4)). (B)(4) pertains to both ipg ((B)(4)) and tined lead ((B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported the lead was not stiff enough to be advanced into the implantable neurostimulator (ins). The rep stated the lead was previously implanted with extension and an ins. The rep stated that they would be replacing the lead and placing an ins. There was no visible damage to the lead. The rep stated the original reason for the surgery was normal end of service battery replacement. The indication for usage was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.